Event description:
It was reported that a chest x-ray showed that the right ventricular [rv] lead had dislodged and moved into the atrium. It was also reported that the rv lead had loss of capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.